Event description:
Information received with return of the explanted device notes intermittent loss of capture when the pulse generator was programmed to maximum output. During the explant procedure, discontinuity in the insulation was seen.